Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip broke at 26 minutes and 31,580 joules of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
G.1 MFR site address 1, MFR site city, MFR site zip/post code, MFR site country: corrected h10 additional MFR narrative: corrected. H6 device codes: corrected. H6 component codes: corrected. H6 evaluation result codes: corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced excessive cap wear accelerated due to overheat caused by prolonged tissue contact or technique, which would limit the performance of the fiber and cause reduced vaporization efficiency, and potentially lead to tip detachment. The device instructions for use (IFU) states: states: if excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. According to the IFU, increased irrigation flow by means of a saline pressure bag set to 250 mmhg 300 mmhg will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip broke at 26 minutes and 31,580 joules of use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip broke at 26 minutes and 31,580 joules of use. The procedure was completed using another fiber without patient complications.